Manufacturer narrative:
Initial and final MDR (B)(4) - MDR . Device 1 of 3. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient experienced three infusion set failure events, as the adhesive did not adhere on (B)(6) 2026, due to strong insulin odor and moisture being noticeable on the patch; the blood glucose level subsequently reached 300 mg/dl, the insertion site was the abdomen, and the patient replaced the infusion sets and successfully resumed insulin therapy. No further information available.